Manufacturer narrative:
Please disregard this MDR. The event which is reported on MFR report # 2016493-2021-66160 (8100 alaris lvp module s/n (B)(6)) is a duplicate of what reported on MFR report # 2016493-2021-66612 (8100 alaris lvp module s/n (B)(6)). All the necessary details has been already reported on MFR report # 2016493-2021-66612.

Event description:
It was reported that the device had system error code. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error code. There was no patient involvement.